Manufacturer narrative:
A supplemental report is being submitted as additional information was received for this event. Updated section: b5 desc evt problem, h3 device evaluation. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 2021-12-31/ serial or lot#:(B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2020-12-04 d1: heartware ventricular assist system ¿battery d4: model #: 1650/ catalog #: 1650/ expiration date: 2019-08-31/ serial or lot#:(B)(6) UDI #: (B)(4) h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2018-08-22 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s):g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery exhibited a critical battery alarm despite having 89% charge capacity, followed by the controller exhibiting an unexpected power loss. The battery and controller remain in use.

Event description:
Hold ly 11/1it was further reported that log file data was received for an additional battery because of the previously reported critical battery alarm and loss of power to the controller. Manufacturer¿s analysis revealed a software problem. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6)), one (1) controller ((B)(6)) and two (2) batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed three (3) critical battery alarms involving (B)(6) logged on (B)(6) 2021 at 16:05:41, 16:05:55 and 16:06:02, respectively. During the critical battery alarms, the battery depleted from 98% relative state of charge (rsoc) to 0% rsoc. During this time, the battery was not the active battery. Given that the battery capacity suddenly depleted may be indicative of an estimation error. Additionally, analysis of the alarm log file revealed a critical battery alarm due to a communication error involving (B)(6) logged on (B)(6) 2021 at 16:25:19. No other alarms were logged within the analyzed period. No loss of power event was logged on (B)(6) 2021. The critical battery alarm is a high priority alarm which produces a loud sound. Review of the event log file revealed a controller power up event with associated motor start event logged on (B)(6) 2021 at 21:08:27. The data point prior to the loss of power revealed that (B)(6) was connected to power port 1 with 35% rsoc and that (B)(6) was connected to power port 2 with 24% rsoc. The data point recorded after the loss of power revealed that an active adapter was connected to power port 1 and (B)(6) was connected to power port 2. No anomalies were observed leading up to the loss of power. The controller was without power for twelve (12) seconds. As a result, the reported loss of power and critical battery alarm events logged on (B)(6) 2021 were confirmed. The reported vad stop and no power alarm event on (B)(6) 2021 could not be confirmed; however it is likely the observed critical battery alarms observed on (B)(6) 2021 were perceived as the reported alarms. (B)(6) was lubricated prior to release. There is no evidence the lubrication servicing had been performed on (B)(6). The most likely root cause of the observed critical battery alarms logged on (B)(6) 2021 can be attributed to estimation errors, which resulted in the battery's capacity dropping below 10% rsoc, triggering critical battery alarms. The most likely root cause of the critical battery alarm logged on (B)(6) 2021, can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power logged on (B)(6) 2021 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: controller 2.0 (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15, d02 battery (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: (B)(6) 2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 25-jul-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c10 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Corrected sections: a4 weight in lbs b7 relevant history investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional product: brand name: heartware ventricular assist system ¿unk controller model #: unk / catalog #: unk / expiration date: unk / serial or lot#:unk UDI #: asku device available for evaluation: no. Mfg date: unk, labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, the controller serial number, patient weight, and relevant history but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the when the driveline was wiggled it was repowering the controller and a ventricular assist device (vad) stop occurred. It was later confirmed that the controller exhibited a no power alarm. The no power alarm first occurred while the patient was dropping a child off at school, and the alarm occurred again later while the patient was checking connections and handling the driveline connector. The controller and driveline remain in use. No patient complications have been reported as a result of this event.